Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month post filter deployment, patient presented with abdominal pain. Approximately ten years later, computed tomography revealed the filter was below the level of the renal veins and tilted by 8 degree. The metallic inferior vena cava tines project beyond the wall of the inferior vena cava consistent with perforation through the inferior vena cava. The medial inferior vena cava metallic tine contacts the adventitia of the aorta. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). However, the investigation is unconfirmed for filter tilt as the medical record states ¿the filter was below the level of the renal veins and tilted by 8 degree¿. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted and strut perforated the aorta and spine. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.